Event description:
It was reported that the patient was hospitalized due to arrhythmia. It was noted that the right ventricular (rv) lead exhibited loss of capture. No further information was provided.